Event description:
This lead was capped and replaced due to failure to capture. There were no adverse events reported for the patient. Should add¿l info be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.